Event description:
The manufacturer received information alleging a variation in the ventilator's positive end expiratory pressure delivery was observed. There was no harm or injury reported. The device evaluation has not been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a variation in the ventilator's positive end expiratory pressure delivery was observed. The ventilator was returned to the manufacturer for evaluation. The ventilator's software was re-loaded to address the issue.